Event description:
It was reported to boston scientific corporation that on an unknown date, a rotatable oval snare was being prepared for use in an endoscopic mucosal resection (emr) procedure. According to the complainant, during preparation, the snare loop would not come out from the sheath. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good." ***on (B)(4) 2011, new information was received. In addition to the snare loop not extending, the proximal end of the sheath had also detached from the handle. Based on this new information, this is now a reportable event.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the flare had detached, and the key tube was found outside the dongle assembly. Three kinks were found along the working length. The complaint that the device would not extend was confirmed; the detached flare prevented device actuation. Manipulation of the device during preparation likely caused the kinks encountered during visual inspection, and kinks near the handle can cause resistance to loop extension and flare detachment. Therefore, the most probable root cause of the defects identified is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that on an unknown date, a rotatable oval snare was being prepared for use in an endoscopic mucosal resection (emr) procedure. According to the complainant, during preparation, the snare loop would not come out from the sheath. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good". On (B)(6) 2011, new information was received. In addition to the snare loop not extending, the proximal end of the sheath had also detached from the handle. Based on this new information, this is now a reportable event.